Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm instrument for failure analysis investigation. The instrument was analyzed and the reported failure (error c-83/4-88/4-89) was confirmed and reproduced on erbe connected system. Remotefe showed (25913 c-83/4-88/4-89 errors 4/08/2025). Visual inspection:(the unit has no significant scratches or dents. The front bezel is in decent condition.) (Errors c-83/4-88/4-89 errors occurred intermittently after 15 minutes of being powered on) erbe unit that was placed on golden system and was run in normal mode.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, c-83, 4-88 and 4-89 errors occurred on vio dv integrated electrosurgical unit (iesu). Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Tse had site remove a bovie cautery pen instrument from port #4 of the iesu and then restart the iesu, but the issue was not resolved. Tse had site use an external esu to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to a module timeout error caused by an electrical component failure within the erbe generator and it can be resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.